Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, a patient's implantable cardioverter defibrillator under-sensed ventricular events during episode of slow ventricular tachycardia. Undersensing was corrected by reprogramming the device. No patient consequences reported.